Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the handpiece is broken it no longer works. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: keyboard damaged. Corroded motor. The motor and keyboard were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. A manufacturing record evaluation was performed for the finished device [1843m3949r] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer that during an unknown procedure on (B)(6) 2021, it was observe that the handpiece device was no longer working. During in-house engineering evaluation, it was determined that the motor on the device was corroded. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.